Manufacturer narrative:
Zoll medical corporation has not yet rec'd the device. A supplemental report will be submitted if the device is rec'd and when it is evaluated.

Event description:
It was reported that the autopulse driveshaft would not rotate and that the lifeband could not be removed. No adverse event reported.